Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the concerto coil was returned for analysis within a shipping box. The pusher was found to not have any damages. The actuator interface was securely attached to the coupler tube and the break indicator was found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop. The detach element was still attached to the pusher. The implant coil was found broken from the detach element at the coil shell to implant weld location. The polypropylene filament was also broken. The implant coil was not returned for analysis. The shield coil was present and intact. A manual detachment was then attempted by breaking the break indicator and retracting the release wire. The detach element detached with no issues and no resistance encountered. No other anomalies were observed. The concerto coil was returned with the implant coil broken from the detach element; however, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic coil prematurely detached inside the introducer sheath. No patient injury was reported as a result of the event. The patient was undergoing treatment of a gastrointestinal (gi) bleed. The patient¿s blood flow was normal and the vasculature was normal in tortuosity. Ancillary devices: microcatheter, guide catheter, sheath (the manufacture of the devices were all unknown).